Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be removed by reprocessing, because its adhering area was not external surface of the device. However, the cause of the event is likely due to the light guide (lg) lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, resulting in humidity may have invaded inside the lg-lens and caused corrosion. Additionally, the knob wire (k-wire) became snapped due to fatigue breakdown from repeated operation of the forceps elevator, then the k-wire became raised resulting from repeated reprocessing around the forceps elevator or attachment/detachment of distal cover. Therefore, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. The event can be prevented by following the instructions for use (IFU) which state: cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work. Preparation and inspection - attaching the distal cover. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material inside the light guide lens, some of the wires composing the forceps elevator wire were frayed, angulation in the right direction was out of standard, the up/down knob had a gap, there was liquid leakage due to deformation of the forceps lever and angle knob, there was a crease on the screen due to damage of the charged coupled device, the forceps angulation was out of standard due to cutting part of the forceps elevator wire, the adhesive of the bending section rubber was broken, the connecting tube was crumpled, and there was corrosion at the electrical connector due to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had air/water leakage. The issue was found during preparation for use. Inspection and testing of the returned device found foreign material inside the light guide lens and some of the wires composing the forceps elevator wire were frayed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.